Manufacturer narrative:
Device expiration date: unknown. In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer name, city and state and MFR site as flextronics is an OEM manufacturing site. Investigation summary: based on the information provided from customer, there is not enough evidence like a picture showing the defect on the product to determine the root cause of this issue, however, within the report customer describes that the close-fitting of the lid was not enough and product was deemed defective. Additionally, with lot number provided it can be confirmed that this product was manufactured by flex on (B)(6) 2021. Considering that failure mode is related to damaged parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damages. Based on that assessment, it can be confirmed that the issue could be generated by several variables like incorrect handling, incorrect storage or non-suitable packaging during partial sells, for this reason, sample is needed in order to determine the root cause of this issue. Also, as part of customers functional requirements, a cap (top) fitment functional test inspection is performed by quality assurance personnel based on aql sampling plan.

Event description:
It was reported that the bd sharps collector 8 qt multi-use nestable experienced ill-fitting lid. The following information was provided by the initial reporter: according to the customer¿s report, the close-fitting of the lid was not enough and this product was deemed defective.